Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, bulky calcification on the non-coronary cusp likely caused the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6) post deployment of a 20mm sapien 3 valve in the aortic position, the patient¿s blood pressure did not recover. The valve was expanded with nominal volume and landed in an 80:20 aortic/ventricular position. Echo showed a pericardial effusion and pericardiocentesis was immediately performed. After draining 150 ml of the pericardial effusion, the patient¿s blood pressure was not stabilized. The patient¿s chest was opened and it was found that the left main trunk was torn. The calcification on the non-coronary cusp side was a side-way-u-shaped and was hard and thick. The calcification was pushed towards the left coronary cusp (lcc) and thin calcification on the lcc side pushed and tore through under the lcc. Hemostasis could not be achieved and the patient was converted to a bentall procedure. On postoperative day (pod) 2, the patient expired. Per the physician, inflation with less contrast for 20mm valve should have been considered. The patient annular diameter by CT was 23.9 mm, annular area by CT was 340.9 mm2, sinotubular junction diameter was 26.5 × 26.9 mm, and sinus of valsalva diameter was 27.0 × 25.9 × 27.1 mm.